Manufacturer narrative:
The complaints of the patient losing stimulation and high impedance readings on one lead have been confirmed. Visual inspection found lead body was bent/kinked/damaged at the clik anchor site, 1 cm from the set screw mark. X-ray inspection confirmed all cables were fractured. There are no exposed cables at the clik site fracture. The lead body gets kinked right after it exits the clik anchor and it resulted in the reported complaint.

Event description:
A report was received that the patient lost stimulation. An impedance test revealed that all contacts were out. Physician performed a revision procedure to replace the lead. Patient is getting good coverage post operatively.

Event description:
A report was received that the patient lost stimulation. An impedance test revealed that all contacts were out. Physician performed a revision procedure to replace the lead. Patient is getting good coverage post operatively.